Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
During a device change out, a new device was connected to this lead. Physicians determined that the lead was failing to capture, and noticed lead insulation damage. The lead was capped and replaced.